Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the video had a yellow tint and was not very clear. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found several communication errors for endoscope. The customer also stated that the instrument movements were also backward going in opposite directions. The tse had the customer swap out the endoscope and the video became clear, and instrument directions were normal. The customer was planning to clean the endoscope and try it again. If the issue persists customer will send it out for repair. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer replaced the endoscope and proceeded with the case. No site visit was conducted. The system was working properly.